Event description:
It was reported by svc report that the left side rail was broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: the headend left siderail was broken.